Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge, despite having sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through filling and loading new cartridge using proper technique, and loading second cartridge resolved issue, allowing customer to successfully resume insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 15 Pro / 2.9.1 / iOS 26.1.